Event description:
It was reported that several days post implant, the patient developed a hematoma at the pocket site. The patient was worried and was taken to the emergency department and hospitalized. The physician prescribed medication and the hematoma resolved. The device remains in use. The patient is part of the leadless electrocardiogram study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.